Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was in a ventricular tachycardia (vt) arrhythmia and the device appropriately delivered anti-tachycardia pacing (atp) and shock therapy. It was noted that during the shock delivery, the ICD received a code 1005 which indicated an open circuit condition due to this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) recommended for the rv lead to be replaced. Subsequently, a lead revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.